Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surgeon removed bilateral lighted ureteral stents at case end. When the user went to remove the foley catheter right after, it was observed that foley catheter balloon was deflated. Stated that the sterile water was injected into foley catheter port to inflate balloon and water sprayed through a hole in balloon.

Event description:
It was reported that the surgeon removed bilateral lighted ureteral stents at case end. When the user went to remove the foley catheter right after, it was observed that foley catheter balloon was deflated. Stated that the sterile water was injected into foley catheter port to inflate balloon and water sprayed through a hole in balloon.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.